Event description:
It was reported to hill-rom that an overhead lift leaked oil from the safety drum. No patient impact.

Manufacturer narrative:
Typically when oil is observed on the lift strap or leaking from the case of the lift it is an indication there is seal that has malfunctioned on the safety drum. The safety drum is part of the mechanism that acts as a backup system is a primary lift component malfunctions. The safety drum safely lowers the patient. There were no malfunctions alleged of the primary functions of the lift. Hill-rom recommended the customer replace the complete actuator restoration set (motor package).